Event description:
The customer reported the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.